Event description:
The customer called and reported her blood glucose went high, into the 500 to 599 mg/dl range. She stated she treated with manual injections twice, yet her blood glucose remained elevated. The customer stated her blood glucose was hovering around 235 mg/dl at the time of this report. She also mentioned she vomited. Troubleshooting was performed. The drive support cap appeared normal. The time, date, and settings all appeared to be accurate. In the bolus history, all boluses were accounted for and entered accurately. The high pressure test was performed and passed. Customer's blood glucose was 212 mg/dl at the end of the call and customer stated she would monitor the readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.